Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with erroneous results. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes there was an issue with erroneous results. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Tech services information was provided to address customer concerns and causality of stated issues, namely: partial fill, hemolysis, difficult phlebotomy. Investigation conclusion: bd received samples from the customer facility. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Tech services information was provided to address customer concerns and causality of stated issues, namely: partial fill, hemolysis, difficult phlebotomy. Root cause description: based on the DHR review, a root cause could not be determined. Tech services information was provided to address customer concerns and causality of stated issues, namely: partial fill, hemolysis, difficult phlebotomy. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.